Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the most probable cause of the identified failures is traced to failure of the lens cover adhesive indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the videoscope charge coupled device cover lens adhesive was peeling off. There were no reports of patient involvement.